Event description:
It was reported the patient was in shower when he suddenly received multiple inappropriate therapies (20+). Paramedics transported the patient to the emergency room for further examination. A device interrogation revealed the device experienced multiple electrical resets (6) at approximately the same time as the inappropriate therapies were delivered. As a result, no diagnostic data could be obtained from the device. Further examination of the patient's device also revealed the device's wireless telemetry was not longer functional. The device reset was cleared and the device was interrogated again. Lead impedances and sensing, as well as, the device battery voltages appeared to normal. As the physician was unable to determine the root cause of the inappropriate therapies, the device and lead have been scheduled for replacement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis found there was no telemetry c. Functional testing found no anomalies. There was a firmware initiated power on reset that occurred on (B)(6), 2010.

Event description:
It was reported the patient was in shower when he suddenly received multiple inappropriate therapies (20+). Paramedics transported the patient to the emergency room for further examination. A device interrogation revealed the device experienced multiple electrical resets (6) at approximately the same time as the inappropriate therapies were delivered. As a result, no diagnostic data could be obtained from the device. Further examination of the patient's device also revealed the device's wireless telemetry was no longer functional. The device reset was cleared and the device was interrogated again. Lead impedances and sensing, as well as, the device battery voltages appeared to be normal. As the physician was unable to determine the root cause of the inappropriate therapies, the device and lead have been scheduled for replacement.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a patient alert on (B) (6) 2010 for device circuit error. This appeared to occur one day after implant.